Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the on and off button was blocked and there was no reaction of the power tool. It was also reported that there was a white color at the back side of the trigger buttons. Additionally, it was reported that surgery was delayed by 30 minutes.